Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife stated that customer had high blood glucose of 500 mg/dl. Customer's current blood glucose was 548 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was treated with bolus. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was used at the time of the event. The insulin pump will not be returned for analysis.